Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) arrived on site and found the issue had already been resolved. The customer verified access to all medications without any issues, and all functions were tested and confirmed to be working properly. The system functioned as intended after field service engineer investigated the device.